Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 1/10/2022, it was reported by a distributor via email that an ar-8926ss knotless tightrope syndesmosis repair implant sutures break and the button is loosen. This was discovered during a procedure on (B)(6) 2021. Additional information received 1/11/2022: this was discovered during an ankle fracture reduction procedure and surgeon was able to completed using another ar-8926ss tightrope from lot number 29496. After the sutures got cut and button was loose, surgeon removed everything from inside the patient and nothing was left behind.